Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and low impedance measurements. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.